Manufacturer narrative:
(B)(4); the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate that induced ventricular fibrillation (vf), which was then correctly treated by the device. No adverse patient effects were reported.